Event description:
This is report 7 of 20 for the same event. It was reported from the united kingdom that before surgery, it was observed that seventeen battery devices and three universal battery charger devices were not working when in use together. There were no delays to the planned surgical procedure. It was not reported if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.